Event description:
Dr tried to fill saline implant and it would not work, so dr tried tubing from another implant. It still wouldn't work. The valve on the implant was defective, so two implants were wasted on this case.